Manufacturer narrative:
Evaluation: results - the returned lead extension was visually examined under the microscope and broken wires were observed in the extension header. As there was no breach of the outer tubing of the lead this damage is consistent with an overstress condition while the lead was implanted. Functional testing of the lead extension found channels 1 through 8 of the device measured open. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.

Event description:
The patient's (B)(6) scs system included a lead extension. It was reported diagnostic test revealed invalid impedance measurements on all contacts. Surgical intervention was undertaken to replace the lead extension thereby resolving this issue. No further complications were reported.